Event description:
It was reported prior to a generator replacement procedure, externalization of the lead were seen via diagnostic screening. The electrical parameters were all good. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.